Event description:
It was reported that the patient was undergoing radiation therapy and two device resets were noted on interrogation. The parameters "were not reset" (they remained as programmed) and the allied health professional noted the device function was fine. Performance data was collected from the device and analyzed; analysis revealed the resets were consistent with a critical ram parity error due to exposure to radiation. The patient's last course of radiation therapy is complete and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a partial electrical reset due to a critical ram parity errors which occurred on 2014-(B)(6). The device was exposed to radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.